Event description:
It was reported that iab was inserted but not connected to a constant pressurized flush system. When the central lumen clotted off an attempt was made to flush the central lumen manually. This attempt was unsuccessful, so the iab was removed and replaced without any pt complications.